Manufacturer narrative:
The insulin pump alarmed motor error alarm and motion sensor test failure during the basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 10 mmol/l. Customer was assisted with clearing the alarm. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.